Manufacturer narrative:
Onsite service was initially requested; however, the customer indicated it was no longer necessary as they were no longer experiencing the issue. Good faith effort was performed to confirm what type of testing was performed and how the issue was resolved. The type of testing was asked; however, it was not provided. The symptoms reportedly disappeared with no parts replaced or actions performed. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported there was a low battery alarm flashing, but no alarm sound. The device was in use on patient at time of event, there was no adverse event reported.